Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that the patient was implanted with a cartiva device. Subsequent to the surgery it is alleged that he experienced worsening pain and decreased range of motion in the joint. Allegedly the patient had removal of the implant and fusion of the first metatarsal joint that has resulted in ongoing pain, range of motion limitations and drastically impacted the quality of his life.